Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed with motor error the night before, and when he changed his reservoir earlier in the day the pump alarmed with a compromised force sensor system error during the rewind process. The patient's blood glucose at the time of incident was 100 mg/dl. Troubleshooting was initiated for the prime and rewind issues. The customer confirmed that the pump was not bumped or dropped. However, the drive support cap was loose. The customer was advised to discontinue use of the pump and revert to a medically prescribed back-up plan. The insulin pump is out of warranty and will not be returned or replaced. An out of warranty letter was sent to the customer.